Manufacturer narrative:
(B)(4). Applications support manager (asm) visited the account to gell laser, provide surgery support and optimize settings. Confirmed with surgeon that patient that had diffuse lamellar keratitis (dlk) was examined that day and is seeing 20/20 uncorrected with clear corneas. The next day after asm visit account reported to asm that all the patients from the visit all looked good with the optimized energy. Field service specialist fss visited the account and found high background noise and slightly unstable amplifier pulse, checked gel at used bed energy there was no melt at .95. Fss optimized high reflector and pockel cell alignment, amplifier pulse, checked gel, looks good and melt about 60 percent at 1.00. While on site performed 3 months preventive maintenance. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient had surgery on (B)(6) 2015 and had sticky lift and diffuse lamellar keratitis bilateral. Patient required topical steroids.